Event description:
It was reported that two parts came off after the procedure, so the motor and attachment could not be removed . No patient impact reported. There were no fragments left inside the patient and there was no delay in procedure as a result of the event. On follow up it was confirmed that there was no patient or staff impact and no additional intervention was performed or planned as a result of this event.

Manufacturer narrative:
H3: product analysis: evaluation determined that parts came off after the procedure and devices could not be removed. The likely cause was identified as inadequate preventative maintenance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.